Event description:
It was reported that bd texium leaked. The following information was provided by the initial reporter: ¿pt was receiving adriamycin ivp when leakage was found around the texium cap and connection site. Pt was not exposed to medication. The syringe was given to pharmacy to dispose of.¿

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.